Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump displayed an acu watchdog failure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was a primary audible alarm background test and an acu watchdog alarm as a sympathy alarm. Power up and infusion/occlusion tests were performed. The reported issue was unable to be duplicated. The j9 connector was fully seated and glue was intact on mating surfaces of the j9 connection. The cause of the issue was unable to be determined. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The speaker was replaced as a preventive measure.

Event description:
Additional information was received indicating that the serial number of the pump was reported incorrectly. The correct serial number was provided.